Event description:
Boston scientific received information that the patient experienced inappropriate shocks due to oversensing of noise on the right ventricular (rv) lead. Upon evaluation, the rv lead was found to be dislodged. A revision procedure was performed and the lead was successfully revised. Specific serial number information is unavailable at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.